Manufacturer narrative:
Results, conclusions: failure to follow instructions-lesion was not predilated, use of force. Patient¿s condition affected effectiveness of device -severe calcification and 95% stenosis. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (2.50 x30) drug eluting stent to treat a lesion in the lad. The lesion exhibited moderate tortuosity, severe calcification and 95% stenosis. No pre-dilation was carried out. The resolute integrity was inspected and prepped prior to use with no issues noted. During the procedure the device passed through a previously deployed stent. Resistance was encountered during attempted delivery and excessive force was used. Initially the resolute integrity (2.50 x30) could not be advanced across the lesion and was removed. A second wire was introduced and an attempt was made with the (2.50 x30) again, however could still not cross and was removed intact. An attempt was then made to advance a resolute (2.25 x26) however this stent was also unable to cross and was removed. The additional wire was removed and a guide liner extension catheter was advanced in the lad. The resolute integrity (2.50 x30) was advanced again and was deployed. The stent deployment was at 13 atm for 25 seconds in a calcified lad lesion. The stent delivery balloon was re-inflated to 13 atm for 30 seconds to post dilate stent 2.70 diameter was achieved. Upon removal from stent the balloon tore and was stuck temporarily on the stent. Dr. Used a small tug to remove delivery balloon from stent and removed from body of patient. The stent was post dilated four more times. No clinical sequelae reported. Evaluation summary: the device returned in two sections; the hypotube was broken distal to the strain relief. The distal tip of the device was flared. The balloon had previously been inflated. The distal section of the balloon appeared damaged, and there was a small tear located on the distal section of the balloon .there was no evidence of damage at the middle to proximal section of the balloon.